Event description:
It was reported a revision hip surgery was performed for unspecified reasons.

Manufacturer narrative:
Device was not evaluted due to the actual device was not returned for investigation.please see investigation summary attached. (B)(4).